Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge intermittently displayed inaccurate fill estimates with multiple cartridges. At the time of speaking with tandem technical support, the pump displayed an inaccurate fill estimate of 18u. There was no adverse impact to the customer's blood glucose (bg) level. The customer received an accurate fill estimate after tandem technical support guided customer through filling and loading a new cartridge.